Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient use the flexor rtps guiding sheath was flushed with saline. At that time it was noted that the tubing detached from the hub. There was no additional information provided.